Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic umbilical hernia procedure, the surgeon was unable to load the device with the first reload as it would not stay on. The surgeon opened a new handle and used the original reloads and it worked fine, and the case was completed. There was no patient injury.